Event description:
Ultrasonic cleaning of teeth with cavitron caused aortic and mitral valve infective endocarditis with resulting multiple emboli to brain. I, (B)(6), am writing on behalf of the decedent, (B)(6), my father who passed away (B)(6) 2013. He died as a result of complications arising from a dental cleaning where a dentist used a cavitron. After doing some research about cavitrons, I have become concerned about the safety of these machines. Translation of (B)(6) 2013 dental clinic's records in pertinent part: "srp (scale and root plane) upper left/lower left. Used cavitron and hand scalers" (emphasis supplied). Medical causation analysis: infective streptococci mitis organisms causing infective endocarditis is of oral genesis. Multifocal, simultaneous/contemporaneous strokes speaks to embolic origin is probable cause for the strokes, and not de-novo local cns vascular etiology. Strokes on both hemispheres points to heart and not lateralizing carotids as source of the emboli. Pons was infarcted from embolic stroke. This explains cause for falling/loss of consciousness and inhibition of ability for decedent to breathe on his own. Embolus to his pons especially and the rest of brain in general caused need for ICU care, ventilation and vent dependency and subsequent family's decision to withdraw support. Afib either was caused by the septic endocarditis, or by an mi from additional clots that entered his cardiac muscle circulation from his infected aortic valve from/near where the cardiac self-perfusion circulation begins. It is customary to sense etoh, on breath, even hours later, or spider angiomas as another sign in an alcoholic. The absence of this documentation in the hospital records does not substantiate etoh as contributory to either infective endocarditis or brain emboli.